Event description:
The patient was revised because of a loose femoral component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. As the complaint product was not returned for investigation, no dimensional inspection could be conducted. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.